Event description:
It was reported that the pump was alarming unexpectedly; alarm occurred on 2012-(B)(6). On interrogation, reservoir volume was 3.9ml, low reservoir volume: 2ml. The logs indicated that the empty reservoir alarm occurred on 2012-(B)(6). Patient experienced withdrawal symptoms. Healthcare provider (hcp) decreased patient's "daily rate 61%". Patients outcome was noted as ongoing with no further action needed. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported the medications in the pump were bupivacaine, clonidine, and hydromorphone. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709, lot#: j11142r31, implanted: 2002-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the pump was returned. "Eri" (elective replacement indicator) was noted on the return packaging with the date of (B)(4) 2015.

Manufacturer narrative:
Analysis of the pump found c300 related to miscellaneous overinfusion due to an undetermined root cause.

Manufacturer narrative:
Corrective regulatory report submitted to reflect that though the pump was evidently returned for elective replacement indicator, since the event had previously been reportable for malfunction, available information was insufficient to rule out that an unexpected serious injury had occurred via surgical intervention.

Manufacturer narrative:
Destructive testing of the pump was completed and gear train anomalies of corrosion, wear and lubrication as well as a stall due to shaft bearing were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously reported conclusion code no longer applies to this event.